Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Pneumatic system testing was performed and all pressures were found to be correct and stable. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error further described as the tidal total uf removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The patient was on tidal therapy with fill volume (fv)=2l, tidal=90%, total ultrafiltration (tuf)=1000ml, tuf=3190ml., cycle 4 uf=2651ml., cycle 3 uf=250ml., cycle 2 uf=250ml., cycle 1 uf=29ml. The patient gets off the machine empty. The initial drain volume (idv)=16ml. It was not reported how the alarm was resolved and it was not reported how the patient would complete the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.